Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while in use on a patient, the iab (intra-aortic balloon) fill and start keys would not respond to touch. Eventually, all of the keys worked as intended. The unit screen was not locked at the time. The intra-aortic balloon pump (iabp) was on standby for several minutes, but no there was no patient adverse event reported. The iabp was taken to the biomedical department and discontinued.

Manufacturer narrative:
The facility¿s biomedical engineer (biomed) reported that there was no record indicating that a request was made for service on the intra-aortic balloon pump (iabp) on the event date for this complaint issue. However, the biomed has advised that he evaluated the iabp on july 4, 2017, for a touch screen calibration issue. The biomed was able to obtain troubleshooting information from a getinge representative who advised him that the touchscreen of the iabp does not require calibration. The biomed stated that he subsequently performed further testing of the iabp, and was unable to duplicate this event problem or that of the touchscreen issue. The biomed reported that no parts were replaced, and the iabp passed all testing as per factory specifications and was released for clinical service.

Event description:
The customer reported that while in use on a patient, the iab (intra-aortic balloon) fill and start keys would not respond to touch. Eventually, all of the keys worked as intended. The unit screen was not locked at the time. The intra-aortic balloon pump (iabp) was on standby for several minutes, but no there was no patient adverse event reported. The iabp was taken to the biomedical department and discontinued.